Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received several shocks. A review of the episodes revealed that there were three stored events: one untreated and two treated. In all three episodes, the patient was in a ventricular tachycardia (vt) with the rate around 170 bpm. The s-ICD was programmed in a two zone configuration (200 and 220 bpm). There was intermittent t-wave oversensing due to a drop in amplitudes that caused inappropriate therapy to be delivered in the two treated events. In the first treated episode, the vt terminated spontaneously during charging; in the second episode, the vt was terminated by the 80 joule shock that was delivered. The shock impedance measurements were in normal range. Boston scientific technical services (ts) provided additional troubleshooting. Smartpass analsyis was also conducted and if the feature was available in this s-ICD, it would have been useful in mitigating the oversensing. No adverse patient effects were reported. The s-ICD remains implanted and in service. The patient was transferred to another hospital and will eventually receive a normal device change out once normal elective replacement indicator (eri) is reached.

Manufacturer narrative:
(B)(4); at a later date, the s-ICD was explanted and returned for laboratory analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. A review of the memory found no alerts or errors. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.